Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the display device was not showing readings. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed signal loss greater than one hour on the incident date (B)(6) 2019. Confirmation for no readings was confirmed through data analysis. A probable cause could not be determined.